Event description:
Per the clinic, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced wound and infection at the implant site (specific date not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.